Manufacturer narrative:
The device passed displacement test and p-cap/reservoir does lock properly, however, damage was noted to the retainer ring. History/trace downloads were successful using thus software. No relevant pump error 63 and pump error 4 noted, however, the insulin pump alarmed pump error 63 during self test and the insulin pump trace download confirmed the insulin pump alarmed pump error 63 variable 03 on (B)(6) 2021 22:00:07.000 due to broken solder on pin6 on keypad assembly and pump error 4 confirmed on (B)(6) 2021 22:00:05.000 in consequence of pump error 63. The electronic assemblies were inspected and no anomalies noted. The pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case - corner of belt clip rails, battery tube threads - cracked, label damage (faded serial number label and end cap address label) and cracked retainer were noted during visual inspection. No relevant pump error 63 or pump error 4 noted on event date, however, pump error 63 confirmed during self test and insulin pump trace download confirmed the insulin pump alarmed pump error 63 variable 03 on (B)(6), 2021 22:00:07.000 due to hardware fault, isolated to electronic stack. Pump error 4 confirmed on (B)(6) 2021 22:00:05.000 is a consequence of pump error 63 due to possible hardware issues. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error. Customer was able to clear the alarm and complete insulin pump rewind. Customer performed self test and pump error occurred. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.